Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Multiple attempts have been made to obtain additional information. To date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states the needle broke off into the patient. An x-ray was performed.

Manufacturer narrative:
Per additional information received from the customer, the customer reports no harm to the patient occurred. The needle broke off from the hub. The needle was not visibly bent prior to use. The needle could have been bent during use. The patient is self-administering and appeared to tip the syringe while injecting. When asked the location on the cannula of the break, the customer reported that this information is not available. When asked is the butt end of needle visible in the hub, the customer reported information is not available. The needle had worked itself to the skin surface and was removed with a forceps. The location was the lower left abdominal quadrant. The timeline provided by the customer is as follows: (B)(6) 2015: the patent injected insulin into his lower left abdominal quadrant. When removing the syringe the patient reported that the needle had broken off. (B)(6) 2015: x-ray did find the presence of a needle in the adipose tissue. Palpation did not find the presence of tenderness, edema or erythema. (B)(6) 2015: patient reported feeling the tip of the needle in lower left abdominal quadrant. Visual inspection found the tip of needle had immerged from under the skin surface. The needle was removed with forceps and the site was cleaned, no complications occurred.

Event description:
The device history record for lot 500515x was reviewed. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since the reported issue could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Possible root causes associated with needle breakage include, but are not limited to if needles become bent due to sheath load misalignment, improper sheath removal or repeated use. When movement is repeated, the needle can fatigue and break at the cannula post. This syringe is for single use only. Sheath load misalignment and improper sheath removal could result in the sheath contacting the cannula during placement and damaging the cannula. The following control mechanisms are in place to prevent the occurrence and acceptance of needles which break in use during the assembly and packaging processes: (B)(4) maintains material verification processes. The cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Personnel are trained and certified in the operation, cleaning and maintenance of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. The machine that the syringe is assembled on is equipped with a vision system that looks for missing, inverted, dull, burred, damaged and bent cannula to ensure that they are within specific limits. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly and to prevent damage to the cannula. During manufacturing, associates test product for needle penetration and needle cant to verify the needle is properly assembled into the syringe and is not damaged. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.